Event description:
It was reported that a patient with third degree av block presented to the hospital in cardiac arrest and deceased. A lead fracture was suspected but no information has been provided to confirm the model and serial number. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.